Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse events of bacterial peritonitis (characterized by abdominal pain), a clostridium difficile infection, pericarditis, and a pericardial effusion, which required hospitalization, antibiotic therapy, and a pericardiocentesis. The pdrn reported the cause of the peritonitis was an unspecified touch contamination event, and it is believed the pericarditis and pericardial effusion are the byproducts of the patient¿s clostridium difficile infection, in combination with the bacterial peritonitis. Patients with esrd are at a higher risk of acquiring infections than the general population, due to their weakened immune systems.additionally, when the pericardium becomes inflamed, the body may respond by producing excess fluid, leading to pericardial effusion. Per the pdrn, the serios adverse events are unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Based on the information available, the liberty select cycler, liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2026 due to abdominal pain, and was diagnosed with peritonitis and fluid around the heart (pericardial effusion). During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room with confusion, dyspnea, cloudy peritoneal effluent fluid, and abdominal pain on (B)(6) 2026. A peritoneal effluent fluid culture and cell count (wbc elevated, results unavailable) were collected, and the patient was formally admitted. Further diagnostic studies were also performed, and the patient was diagnosed with a clostridium difficile infection, pericarditis, and a pericardial effusion (drained). The patient was treated with intraperitoneal (ip) antibiotics (drugs, dosages, durations not provided). The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2026, and the patient¿s antibiotics were continued. The patient remains hospitalized, is recovering, and continues to undergo ccpd therapy without any reported issues. The pdrn reported the cause of the peritonitis was an unspecified touch contamination event, and it is believed the pericarditis and pericardial effusion are the byproducts of the patient¿s clostridium difficile infection, in combination with the staphylococcus peritonitis. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.